Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient was re-admitted on (B)(6) 2017 due to hemolysis. The patient subsequently underwent a pump exchange on (B)(6) 2017 and thrombus was reportedly found in the explanted pump. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) levels were elevated, and that unspecified heart failure symptoms were experienced. The patient was checked for hematuria, and a urinalysis was negative for hemoglobin. The patient was discharged home with a higher target inr. The patient's ldh did not return to baseline at the time of discharge and remained approximately 1100 u/l. The patient has been listed for transplant. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was returned assembled. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon receipt of the returned device, it was noted that the inlet stator, inlet bearing ball, rotor, and outlet bearing ball had been removed from the pump housing prior to its return and as a result, functional testing could not be performed. Examination of the pump blood-contacting surfaces were free of any adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. The report of thrombus and a specific cause for the patient's signs and symptoms of hemolysis could not be conclusively determined through the evaluation of the returned device. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.